Event description:
It was reported there was an air leak within a prismaflex st150 set. The air leak was further described as, ¿air in the system at the level of rollers with white scales¿. The air was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name - (B)(6). E1: initial reporter facility name - (B)(6). E1: initial reporter address - (B)(6). H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed; however, the photographs did not allow confirming that air bubbles can be seen in set. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.